Event description:
There was no pt involved in this event. This device malfunctioned because the device was emitting an audible beep. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The device was not returned to heartsine technologies so an investigation was not possible.